Event description:
It was reported that a new ilet user contacted support to confirm that the ilet was delivering insulin after training, with a reported blood glucose of 184 mg/dl and recent intake of lunch, nuts, and tea, where the latter items were not announced. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included education on the system¿s correction algorithm and confirmation that the device was delivering correction doses during the learning period. Investigation included review of system data confirming insulin delivery, verification of recent full supply change with a cd infusion set, and user confirmation of no leaks. Investigation of this case revealed no device malfunction or component issue and indicated hyperglycemia likely related to unannounced carbohydrates during the learning period. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related factors during early adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.